Event description:
Misinterpretation of printout due to polarity "mislabeling". In previous reply series (sr/dr), the auto implant procedure can be programmed to bipolar before implant. If you do not perform this reprogramming and reprogram the regular polarity to bipolar the printouts tell you that the pacemaker is programmed bipolar but the advanced parameter screen displays v pacing polarity unipolar. This has led misunderstanding in this hospital and we should mention more clearly that the advanced parameters are a part of the auto launch program and have nothing to do with the regular programming in the parameter screen. Please rewrite in advanced parameters that v pacing polarity is for the auto launch program. In older series of reply this is not an issue.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. (B)(4) misinterpretation of printouts. Since the device remains implanted, the programmer files were reviewed. The software version allows automatic programming of pacing polarities to bipolar. However, this was not clear in the programmer printouts. A new feature will automatically program the pacemaker to bipolar configuration in case bipolar leads that have been properly contacted. Devices that are shipped to the united states are delivered in bipolar and internal parameters are configured in the proper way to ensure a complete normal behavior of the automatic implantation detection and other features. However, reportedly, the distinction between these parameters (specific to the automatic detection of implantation) and the standard pacing and sensing polarities was not clear in the programmer printouts. This comment will be forwarded to the marketing department to evaluate a possible modification in a future programmer version.